Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -15.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient was unhappy about her peripheral vision and was nauseous and vomiting for a month. The lens was explanted on (B)(6) 2022 and this resolved the problem. The cause of the event was reported as a patient related factor and noted "poor peripheral vision - objectively".

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).